Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, the image blacked out and the pt had to be transported to a different room to complete the procedure. There was no report of pt harm.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l info regarding this report. The user facility reported that the image turned completely black toward the end of the procedure. The user facility reported that the spare lamp did not activate at the time of the event, and the pt had to be transported to a different room of which the intended procedure was completed. The user facility reportedly replaced the xenon light bulb recently. The device reference in this report was returned to olympus for eval. The eval found the xenon lamp light intensity was normal. The spare lamp, iris unit, ignition unit, and the communication were evaluated with no issues noted. However, the eval noted that the handles on both sides of the device were detached and the top cover was damaged at the interlock switch section. Both sides of the iris unit holder were missing screws, and the move unit was intermittently jammed when switching modes. Additionally, fluid stain and corrosion were observed on the surface of the output connector socket contact pins. The lamp life meter was not returned. The exact cause of the reported phenomenon could not be determined, however, based upon the findings of the eval, device maintenance may be caused or contributed to the reported event. This report is being submitted as a medical device report in an abundance of caution.